Event description:
The customer reported that the insulin pump kept alarming an error during the manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 122 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk.